Event description:
Post deployment of an exoseal, the patient's blood pressure began to drop in the recovery room. The physician returned the patient to operating room and performed an exploratory cut down and found bleeding in the right femoral puncture site. It was noted that the stick was above the inguinal ligament and the exoseal did not seal the artery. The physician sutured the site and the patient was stabilized. The doctor feels it was not a "device failure" but poor patient selection. The bleeding was thought to have been caused by a high stick; retroperitoneal bleed. Of note, the physician knew the patient had several risk factors against deploying the device, however, she decided to take the chance knowing that she would hold pressure if the device failed. The device succeeded in keeping blood from coming out of the access site so she assumed it was a successful closure. The patient was closely monitored in recovery and that is when the complications presented. There was no resistance experienced when the device was advanced through the sheath. The sheath locked properly against the cowling and an audible click was heard. A bleed-back signal was observed and the chevrons moved relative to device retraction. The plug deployment button was fully depressed and the plug deployed. Hemostasis was not successfully achieved with the exoseal.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00707 and 9616099-2011-00708. Please note that additional information was received on (B)(4) 2011 with the patient's age and weight. Post deployment of an exoseal, the patient's blood pressure began to drop in the recovery room. The physician returned the patient to operating room and performed an exploratory cut down and found bleeding in the right femoral puncture site. It was noted that the stick was above the inguinal ligament and the exoseal did not seal the artery. The physician sutured the site and the patient was stabilized. The doctor feels it was not a "device failure" but poor patient selection. The bleeding was thought to have been caused by a high stick; retroperitoneal bleed. Of note, the physician knew the patient had several risk factors against deploying the device, however, she decided to take the chance knowing that she would hold pressure if the device failed. The device succeeded in keeping blood from coming out of the access site so she assumed it was a successful closure. The patient was closely monitored in recovery and that is when the complications presented. There was no resistance experienced when the device was advanced through the sheath. The sheath locked properly against the cowling and an audible click was heard. A bleed-back signal was observed and the chevrons moved relative to device retraction. The plug deployment button was fully depressed and the plug deployed. The sheath used was si brite tip 6f 11cm str. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Review of the available information suggests that procedural and pharmacological factors (antiplatelet therapy) may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00707 and 9616099-2011-00708. Additional information will be submitted upon 30 days of receipt.